Event description:
It was reported that during the implant, after the pocket was closed, the lead threshold and impedance increased. It was noted the lead was inadvertently dislodged. The lead was repositioned several times and the impedance was high. It was suspected there may be tissue on the helix. The lead remains in use. No patient complications have been reported as a result of this event.